Manufacturer narrative:
Case considered closed on 13-jul-2015. Company causality comment: this case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and the essure devices migrated from fallopian tubes to her uterus / rectum and pregnancy occurred. She experienced auto immune disorders. The first event, seen as device dislocation, is serious due hospitalization while pregnancy is non-serious. Both are listed in the reference safety information for essure. Auto immune disorders is serious due to medical importance and unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, it was stated that the defective condition of essure was the factual cause of plaintiff's hysterectomy and pregnancy. It is not known if the conception occurred before or after the dislocation, so the device inefficacy cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion or dislocation. In this case, it was found out that the device migrated to her uterus / rectum, which resulted in hospitalization and hysterectomy. The surgery was performed two years after insertion. Given the nature of the dislocation, causality is assessed as related to essure use and since hysterectomy was required, the case is regarded as incident. For the event auto immune disorders, a contributory role of essure is unlikely given its local action at fallopian tubes, thus causality can be excluded. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff/consumer of unspecified age in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2012. After being implanted with essure, she began to suffer from severe pelvic pain, night sweats, numbness, tingling and weight gain. She also sustained significant pain, physical and mental pain. It was reported that the essure device migrated from fallopian tubes to her uterus/rectum, requiring five hospitalizations and a hysterectomy on (B)(6) 2014. She was also experiencing auto immune disorders and adhesion disorders. It was reported that the defective condition of essure was the factual cause of plaintiff's hysterectomy and pregnancy. No further information was provided. Correction ((B)(6) 2014) following company internal review: the event auto immune disorders was upgraded. Follow up (B)(6) .2014: ptc investigation results were provided. (B)(4). Final assessment: pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists, gestation.probable causes for pregnancy include: 1) unsuccessful bilateral tubal occlusion (complete tissue ingrowth), expulsion (related to micro-insert placement accuracy), no 3-month confirmation test (hsg) or mis-read of hsg, lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report refers to a female plantiff who had essure (fallopian tube occlusion insert) inserted and the essure devices migrated from fallopian tubes to her uterus / rectum and pregnancy occurred. She experienced auto immune disorders. The first event, seen as device dislocation, is serious due hospitalization while pregnancy is non-serious. Both are listed in the reference safety information for essure. Auto immune disorders is serious due to medical importance and unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, it was stated that the defective condition of essure was the factual cause of plantiff's hysterectomy and pregnancy. It is not known if the conception occurred before or after the dislocation, so the device inefficacy cannot be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion or dislocation. In this case, it was found out that the device migrated to her uterus / rectum, which resulted in hospitalization and hysterectomy. The surgery was performed two years after insertion. Given the nature of the dislocation, causality is assessed as related to essure use and since hysterectomy was required, the case is regarded as incident. For the event auto immune disorders, a contributory role of essure is unlikely given its local action at fallopian tubes, thus causality can be excluded. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.